Manufacturer narrative:
The initial regulatory report was submitted under retrospective summary report e2017032. Unique complaint identification number: (B)(4). Device evaluation summary: 802 bps battery pack assembly was returned for failure investigation. The battery label indicates the following: the battery pack manufacture date: march 2014. The battery pack assembly shelf life expiration date: march 2016. A visual inspection of the returned part was conducted and no anomalies were observed. The battery pack assembly terminal voltage measured at the connector was reading 0.09 v which means the battery pack charge was fully depleted. The battery pack had been stored in a fully depleted condition for over two years since the 'notified event date' of (B)(6) 2016. Using the bench power supply, the unit was successfully 'trickle charged' over a three day period to allow it to be tested in the ventilator. The terminal voltage was then stable at 24.6v when disconnected from the bench power supply at the end of the 'trickle charging ' period . The unit was then attached to the failure investigation test ventilator for analysis. The unit was then powered up. The unit powered up normally and no errors were recorded in the diagnostic logs. Calibration, est (extended self test) and sst (short self test) procedures were run successfully without any errors. The unit was put into normal ventilation mode. The unit ran successfully in ventilation mode for 24 hours. A review of the ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during the run in period. The ac power was continuously connected during the run in period to allow the battery to become fully charged. The ac power was disconnected at the end of the run in period to determine how long the ventilator would run on battery power. An alert message (battery event) was logged in the system information log as expected. After a period of 50 minutes a medium urgency visual and audible alarm indicated a low battery, with running time of less than 2 minutes. A further message was logged in the system information log as expected. The vent continued to operate for a further 8 minutes and then went "vent inop " due to loss of battery power. The ac power was reconnected. The vent fully recovered without intervention and continued to operate normally, with only the high urgency visual alarm indicator remaining steadily on, indicating that a vent inop had occurred. This visual alarm was cleared by operating the reset button. The ventilator service manual specifications for the 802 bps battery pack states: operating time for a new, fully charged battery is at least 60 minutes. Actual duration depends on ventilator settings, battery age, and level of battery charge. Shelf life: 24 months from date of manufacture. This battery almost reached the 60 minutes range specification, despite being stored in a in a fully depleted condition for over two years since the 'event date' and now being 3 years passed the shelf life expiration date of march 2016. The battery pack is considered to be a consumable item. The 840 ventilator system service manual, table 1-11: schedule of periodic maintenance states that the battery pack should be replaced every 2 years or as necessary. As the battery pack still nearly meets specification, despite age and storage condition, the original fault is believed to have been caused by poor maintenance of the battery pack, allowing it to become fully discharged with inadequate recover charging intervals. If the battery failed during ventilation the low battery audio and visual alarms would initially enunciate. On total battery power failure an independent alarm would sound for at least two minutes. Conclusion: customer abuse of the battery pack. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator battery would not retain the charge. There was no patient involvement.